Event description:
Thermachoice equipment failure during gynecology procedure. The thermachoice umbilical cable failed during its 19th use. The umbilical cable has been validated for 20 cycles per thermachoice operating manual.